Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device is not available to stryker.

Event description:
Lateral rhead packaging breach. Two different packages were involved. The outer packaging was intact for both, but inner packages were breached. (B)(4) is currently conducting a recovery of packaged product associated with the packaging breach. This activity will repackage (B)(4) product with a (2) year expiration date. Concurrently a new package design is under validation.

Manufacturer narrative:
Manufacturing date was added.

Event description:
Lateral rhead packaging breach. Two different packages were involved. The outer packaging was intact for both, but inner packages were breached. Sbi is currently conducting a recovery of packaged product associated with the packaging breach. This activity will repackage sbi product with a (2) year expiration date. Concurrently a new package design is under validation